Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states "consultant attempted to implant rayone emv lens. Lens started to deploy in a rotated position/vertically and consultant removed lens/delivery system and requested a second lens for implantation". The back-up lens was implanted successfully. There was no harm/injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. User behaviour can influence the orientation of the lens (e.g., removing the lens from the blister tray prior to insertion of ovd/flap closure, too little or no/ovd). Orientation can be corrected during injection. The rayone IFU "use of rayone" section "fig 7" includes the statement "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Our review of production records for the rayone emv rao200e batch 034235493 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 034235493. There is insufficient evidence and information available to establish root cause in this case.

Event description:
On 19th august 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states "consultant attempted to implant rayone emv lens. Lens started to deploy in a rotated position/vertically and consultant removed lens/delivery system and requested a second lens for implantation".